Event description:
Reporter reported the unit of measure setting of their locked freestyle meter was able to be changed between mg/dl and mmol/l. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been notified through the adc fa 16 may, 2006 letter.